Event description:
It was reported that the device once it is turned on, it stayed 2 minutes on and then it turned off itself, it was tried to change the batteries, but is in unknown how was the event solved. No patient harm reported.

Manufacturer narrative:
We have now completed our investigation into the reported complaint. A review of the batch manufacturing records could not be performed as the lot number is not a valid lot number for this product, however, there are no indications to suggest that the device did not meet specifications upon release into distribution. A complaint history review was carried out using the part number provided, there have been no further complaints reported with this failure mode in the past three years. The device was used for treatment. The device was not returned for evaluation. It was reported that during therapy the device stopped working. Potential causes for the issue experienced are: the device detected an air leak or blockage and paused therapy so the issue could be rectified. The device detected unsafe levels of use and so entered an error state for patient safety. We have not been able to confirm a relationship between the event and the device or identify a root cause on this occasion. No further actions by smith and nephew are deemed necessary at this stage. However, we will continue to monitor for any adverse trends relating to this product range. Smith and nephew acknowledge customer concern and are continually investigating ways to develop and improve our products.